Manufacturer narrative:
Additional narrative: it is unknown if there was patient involvement. Event date: unknown. Device is an instrument and is not implanted/explanted. (B)(6). Service history review of the device has been performed: the review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A product investigation was completed: the device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken as replaced, exchanged. Functional testing has been performed in accordance with the service & repair procedure. During the pre-repair diagnostic assessment the service technician identified the following failure code as general, missing parts. The service technician identified the probable root cause as general, missing parts. The device was repaired and returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the device does not function. When the device was evaluated by the manufacturer, it was noted that the small coupling does not function. Issue with keeping the wire in place and locked. Patient/ user involvement is unknown; it is unknown when the event occurred. This is report 1 of 1 for (B)(4).